Manufacturer narrative:
Follow-up #1 date of submission 07/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: a review of the pump black box data showed evidence of short battery life with a voltage drop. The pump powered on with the returned battery cap and the cap was able to tighten securely. During a visual inspection of the pump, the battery compartment was observed to be cracked. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. A battery life issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.